Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of septum material in the syringe. The customer continued using the existing cartridge for insulin therapy. There was no reported impact to the customer's blood glucose level.